Event description:
It was reported that during a procedure, the hand piece button was not working. Backup device was available to complete the procedure. A significant delay more than 30 minutes was reported. No patient injuries were reported.

Manufacturer narrative:
The device was received for evaluation. There was no relationship found between the returned device and the reported incident. A visual inspection was performed on the exterior of product and bent pins were observed on connector. Complaint of button malfunction could not be confirmed. Product failed visual inspection with bent connector pins. Motor drive unit passed functional testing after all connector pins were straightened out. All 3 button perform as expected. The complaint was not verified and the root cause could not be determined since the reported malfunction could not be duplicated during the product evaluation process. A review of the device history records showed there were no indications to suggest that the product did not meet manufacturing specification or would not be able to perform as intended.

Event description:
It was reported that, during a shoulder arthroscopy, the hand piece button was not working. A back-up device was available to complete the procedure. A significant delay of more than 30 minutes was reported. No patient injuries were reported.